Manufacturer narrative:
Based on the claim against the product by the customer noting there were recoverable faults for arm 3, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the usm. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The usm was analyzed and found logged errors 1126 and 31226. Usm was then tested on a pftp where it failed the fiber test on the rolling loop fiber. The complaint regarding there were recoverable faults for arm 3 was confirmed based on usm was then tested on a pftp where it failed the fiber test on the rolling loop fiber which indicates that the device did contribute to the customer reported issue. The probable root cause was attributed to the rolling loop fiber failed the fiber test. A log review confirmed the pulmonary lobectomy procedure on (B)(6) 2022 on system sk1619. No image or procedure video was provided for review. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: the field service engineer replaced the usm due to an issue that occurred after the start of the procedure and the surgeon was able to continue with the procedure robotically using 3 arms. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, the customer informed the technical support engineer (tse) that the system gave recoverable faults for arm 3. The tse reviewed the logs and found repeated 32097 for universal surgical manipulator (usm) 3. This error also was noted in the logs for friday 4 november. The tse had the customer do a hard power cycle of the patient side cart and this resolved the issue. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow up attempts to obtain additional information. However, no further details have been received as of the date of this report.